Event description:
It was reported that the surgeon had implanted the liner into the cup and proceeded to finish the femoral hip component. When he relocated the head into the implanted liner and checked the range of motion before closure, he noticed that the liner was not locked into the shell. He attempted to reimplant the liner after clearing more soft tissue from around the rim of the shell, but was still unable to lock the liner into the shell. Subsequently I opened another 36f 10 degree liner and the surgeon was able to get the new liner to lock into the shell.

Manufacturer narrative:
Associated product: primary tritanium hemi cluster hole cup 60mm, cat 3 502-03-60f, lot # mldxvy. A supplemental report will be submitted upon completion of the investigation.